Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported, t wave oversensing was observed on the device. No intervention has been performed at this time. The patient was stable. Further information has been requested but has not yet been received.